Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Ultimately, the customer reverted to an alternate method of insulin therapy.